Manufacturer narrative:
This report is submitted on november 14, 2019.

Event description:
Per the clinic, the patient was experiencing pain when using the device. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted december 18, 2019. - attachment: [157698 device analysis report reg.pdf].